Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the tear-away seal on the outer packaging was broken. The bottom of the outer packaging showed amber, dried glutaraldehyde stains. Upon opening the outer packaging, the jar was found broken with amber stains along the jar label. One yellow safety seal was intact with the second yellow safety seal slightly broken. Multiple cracks were noted on the jar, primarily where the broken safety seal was observed. No solution was present inside the jar. Small shards of glass were noted at the bottom of the jar. The jar label was removed which further showed the location of the cracks originating by the broken safety seal. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, exactly what caused (when and how) the jar to crack cannot be determined; however during 100% inspection of the final packaging at medtronic, the jar was not broken/cracked. Also, the packaging configuration was subjected to package validation testing per standard practice for performance testing of shipping containers and systems. Therefore, it is suggested that the jar damage would have likely happened outside of medtronic¿s control. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar appeared to be damaged and a fluid leak was apparent on the exterior box of an avalus device. The device was inspected before use and was never implanted. Another product was used to complete the procedure, and there was no delay in the procedure. There was no patient involved.